Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified laparoscopic procedure, the jaw of the needle holder broke off and fell inside the patient's body cavity. The attempt to retrieve the fragment was not successful. An x-ray confirmed that the fragment was inside the patient. The patient has been informed and will need to decide about a follow-up procedure for removal of the fragment.

Manufacturer narrative:
Device evaluation: the suspect medical device as well as its handle were returned to the manufacturer for investigation. The investigation confirmed that a large part of the needle holder's stationary jaw had broken off. In addition, the movable jaw, which is still in place, shows significant signs of wear and tear (pressure marks, corrosion) and the transmission wire guide at the proximal end of the needle holder is distorted. The root cause is most likely age-related wear and tear combined with material fatigue. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the needle holder without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes.